Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an impella 2.5 for mechanical circulatory support. It was reported that the patient's vasculature was heavily calcified and there was stenosis in the right and left iliac arteries. The right iliac was occluded. The physician attempted to pass the impella 2.5 through the 7mm left iliac stent but couldn¿t advance due to anatomy. The physician attempted device delivery several times but was successful. The impella was removed and replaced with an intra-aortic balloon pump.